Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted only the proximal portion of the lead was returned severed 237mm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. Suspecting insulation damage and lead fracture, the physician elected to perform a revision procedure wherein the proximal portion of the lead was explanted and the remainder abandoned surgically. A new rv lead was then implanted. It was noted that during the procedure blood infiltrate was visually confirmed in the insulation of the proximal segment of the lead. No adverse patient effects were reported.